Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the pressure sensor mounted on the main circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. This phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the failure of the main circuit board was attributed to the failure of the internal circuit due to the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main circuit board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy).

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that all leds on the front panel of the subject device turned off and the alarm sound was generated. There was no report of patient injury associated with the event.